Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the e (electromagnetic) -field immunity functional test was out of specification due to the rf (radio frequency) head cable being out of electrical specification. Concomitant medical products: product ID 2090, programmer; product ID 229047, analyzer. (B)(4).